Manufacturer narrative:
Device history record review performed.

Event description:
The balloon of this device leaked during prep. There was no pt involvement. The device is being returned for analysis.